Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 0.038in 100cm 5f pigtail tempo aqua diagnostic catheter was found cracked when the client received the product. There were no reports of patient injury. The malfunction was observed before opening the package. The device packaging was not received damaged. There were no reports of patient injury. The intended procedure was completed by another unknown device. The device was not used in patient. The device will be returned for evaluation.

Manufacturer narrative:
Primary unique device identification (UDI) number was corrected to reflect UDI number of (B)(4).

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the tip of a 0.038in 100cm 5f pigtail tempo aqua diagnostic catheter was found cracked when the client received the product. There were no reports of patient injury. The malfunction was observed before opening the package. The device packaging was not received damaged. There were no reports of patient injury. The intended procedure was completed by another unknown device. The device was not used in the patient. The device will be returned for evaluation. One non-sterile 5f tempoaqua 0.038 100cm pig was received for analysis. Per visual analysis, a separated distal tip was found. The separation took place approximately 100 cm from the hub. No other anomalies were observed during the analysis. Please note that the kinks observed in the images are related to the analyst handling of the unit since it was stuck on the bag. Amplified images of the damages were taken along the separation border with elongations and plastic deformation observed. The elongations and plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the unit was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, it could be noted that the fusion performed at the plastic in that area did not present any anomaly that could contribute to this condition. An unknown residue was noted near the separated end of the product. A follow up meeting was held on 07/05/24, where it was agreed that an ftir analysis was needed to determine the origin of the residue observed. Once the results were available it was determined that this was no evidence to relate the issue to the manufacturing process. Ftir analysis results showed that the infrared spectrum was obtained directly from the tip where the green residue was found. No additional control samples related to the infrared spectrum obtained are available on the analytical laboratory. Since we do not have similar spectra in the analytical laboratory it is not possible to identify the material of which the residue is composed, however, the absorption bands suggest that the residue could be from the polyester amide or urethane families. The reported complaint of 'brite tip/distal tip - cracked' could not be confirmed because the only observed condition was a separation on the distal tip. Therefore, the event ¿brite tip/distal tip - separated' was confirmed. Elongations and plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the unit was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, it could be noted that the fusion performed at the plastic in that area did not present any anomaly that could contribute to this condition. The customer stated the catheter was not used, and the damage was found inside the packaging, however the results of the ftir analysis points to a compound present on the catheter that is not part of the materials used in the manufacturing process or the decontamination process, which uses cidex (glutaraldehyde). Based on the ftir findings, it¿s clear the unknown residue is not blood, but the unit was exposed to an unknown handling that does not correspond with a catheter that has not been manipulated. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.